Event description:
No additional information.

Manufacturer narrative:
It was reported some needles are dull and do not glide easily inducing needle coring. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed with a 30x microscope. There were no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305195, lot 2279819. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified amount of bd precisionglide¿ needles caused coring in the medication vials prior to use on patients. The following information was provided by the initial reporter: the create date is (B)(6) 2023, is that the same as the date of the event? Are you able to provide the date of the event? Yes, and several days before and after, plus (B)(6) 2024 - (B)(6) 2023. Can you please provide additional details in regards to the issue? The needles seem dull and do not glide easily into or out of the critical site of the vials. The needle squeaks as it is going thru the critical site. Was there any patient impact or patient involvement? No patient involvement. Did you experience any adverse events as a result of this reported defect? Sprayed with venofer because of the needle not gliding in and out of the critical site of the vials. Staff have come close to needle sticks because of this issue. Are samples available for investigation/evaluation? If so, please provide/confirm your mailing address and let me know if you need a canister for safe sample management. I have saved a few needles that have been causing the issue and they were used in vials of medication. My mailing address is (B)(6) (pharmacy). Please send a canister for safe sample management. If no products are able to be sent, if possible, please provide picture/video of issue? N/a.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.